Event description:
It was reported that after an interventional procedure of the superficial femoral artery, arteriotomy closure of a heavily calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a suture break occurred. A follow up angiogram revealed a dissection of the right common femoral arterial wall access site. The dissection was treated, via the left brachial artery, by deployment of a covered stent. The covered stent additionally achieved hemostasis of the right common femoral artery access site. Hemostasis of the left brachial artery access site was achieved using manual arterial compression. During the procedure, the patient was given pain medication, local anesthesia, and fentanyl. There were no reported adverse patient sequelae. A significant clinical delay was reported in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The right common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.